Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was broken apart into multiple parts/components. The suture and possibly various other components were not returned. Multiple components were damaged. The foot deployment lever and plunger were wedged together with the plunger follower broken and wedged into one of the levers slots. The plunger was removed from the lever and displayed its follower bent in a shape consistent with improper device operation, indicating the plunger was depressed or deployed to deploy its needles and the lever was then rotated to park or close the foot prior to plunger removal, damaging the plunger and lever and causing the two components to be wedged together preventing the plungers removal from the device. The damaged condition of the components confirmed the reported event. Per the proglide instruction for use (IFU), under device placement, steps 4 - 10 explain the proper sequence for device deployment of the lever and foot combination and plunger. The observed damage indicated use error occurred. Additionally, the reported use of the device in a mildly calcified artery is listed in the IFU under the contraindications for patients exhibiting calcification which is fluoroscopically visible at femoral artery [breakage may occur]. This too likely played role in the complaint and device operation. No other device observations were noted. A review of the finished device lot history records did not find any nonconforming material records associated with this lot that were relevant to this complaint. A query of the complaint-handling database was performed and there have been no other incidents with the same reported device codes for this lot. Based on the reported incident information and investigation findings, the root cause for this event is user error in the device deployment and use in calcified artery.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, after the foot was deployed, an attempt was made to depress the plunger. Difficulty was encountered as the plunger could not be advanced or retracted. The foot could not be parked as it was reported to have been stuck in the vessel wall. After using force to push the lever to park the foot, the proglide device was reported to have broken. The foot was manually parked and the device was removed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.